Event description:
It was reported that the pump declared an altitude alarm, which had been occurring intermittently for about a month to a month and a half. Approximately three weeks prior, the customer's blood glucose level exceeded 500 mg/dl during one event, although the specific value was not known. The customer addressed the high blood glucose by administering a correction injection via multiple daily injections (mdi) and did not require third-party assistance. The altitude alarm did not suspend the customer¿s insulin, and normal pump operation resumed after intervention. The customer received tips to prevent future altitude alarms, and the cartridge was replaced for some incidents, while in others, it was simply reloaded after an alarm notification.